Manufacturer narrative:
Additional information: b5-the reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -9.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. Reportedly the doctor noticed a smudge on the lens. The lens was exchanged on (B)(6) 2024 for a backup lens. Post-op bcva is reported as 20/20. D6a- (B)(6) 2024, d6b- (B)(6) 2024. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -9.00 diopter was implanted into the patient's left eye (os) on an unknown date. Reportedly the doctor noticed a smudge on the lens. The lens was removed and replaced with the backup lens, it is unclear if this occurred during the same surgery. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a vial in liquid with residue on the product. Visual inspection found optic torn/ haptic torn with residue noted on the optic of the lens. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).